Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. Upon evaluation, the belt failed the therapy electrode (te) recognition test. Upon evaluation, there was an exposed wire inside the distribution node (dn) which induced a short on the dn pca board. The root cause of the exposed wire cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt, which was returned for an unrelated reason, a reportable problem was found. The belt failed therapy electrode recognition testing.